Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received his scs system on (B)(6) 2010 for left lower extremity pain. It was reported that the patient experienced a change in stimulation and felt stimulation to his lower back and right side. An x-ray showed migration of the patient's lead. The physician plans to explant and replace the lead in the future. A surgery date is currently undetermined; no further information is available. The model and lot numbers of the lead were not reported and follow up attempts were unsuccessful in obtaining this information.